Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the reported event; programmer was able to interrogate wireless and non-wireless, however, cracked solder joint found on the rf (radio frequency) head connection. Analysis also found the lower case had a broken handle and was in bad shape. Upper hinge plate was cracked, both latch tabs on power cord bay were broken, overlay screen was cracked, system fan was noisy, and antenna cables were damaged at the upper hinge plate. Concomitant: product ID 229047 analyzer. (B)(4).

Event description:
It was reported that the programmer electrocardiogram (ECG) port and the port for the wand was not working. The programmer was returned for repair. No patient complications have been reported as a result of this event.